Event description:
It was reported that after the completion of an uneventful novasure ablation procedure (date unk), the pt experienced abdominal pain and had a hysterectomy (reason and date unk). We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure sys cannot be completed. Lot and serial numbers not provided by complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure sys. If additional relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).